Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery cap on the insulin pump is not making contact correctly with the battery. The customer stated he has had it replaced a couple of times and when he puts a new battery the display stays blank and he will have to screw it or unscrew it some to get the battery to work. Blood glucose value was under 200 mg/dl. Customer was sent a new battery cap.